Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. Upon eval, the f1 fuse was open. The cause of the inability to power a monitor and charge is the open fuse. The cause of the open fuse is excessive current. The root cause of the excessive current cannot be positively identified. No adverse event resulted from the defective battery pack.